Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling device in accordance with the following instructions for use: -inspection of the air-feeding function. -inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had insufflation issues. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle of the insufflation channel was clogged by amalgam of synthetic and translucid fibers and black rubbery material.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign material found in the insufflation channel, the evaluation findings are as follows: the light guide lens was chipped, the charged coupled device lens was chipped, the bending section cover glue was worn, the distal end insulation was out of standard value, the insertion tube was buckled, the scope cover was cracked, the universal cord was cracked, and the bending angulation were out of standard values. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.